Manufacturer narrative:
(B)(6). (B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the pituitary instrument was found to be broken. The pituitary came in contact with the patient and broke. No fragment of the pituitary remained in the patient. No patient complications were reported as a result of this event. The pituitary's bottom slide was broken.